Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in multiple inappropriate shocks. This s-ICD system was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was surgically revised due to an unspecified reason. The product status is unknown at this time. No adverse patient effects were reported.